Event description:
A remstar plus cflex device was returned to a thirdparty service center for service as part of the sound abatement foam recall process with no initial alleged complaint during the evaluation of the device the service technician observed visible foam particles inside the blower kit additionally the service technician also noted dust fail contamination and displayed error code e007 errsoftware e053 errcomplogsemtimeout e066 errstuckencoderb the device was scrapped by the service center after the evaluation was completed